Event description:
There is no indication that the product caused or contributed to an adverse event. The reporter stated that his nephew accidentally dropped the meter to cause the subject meter to allegedly have a "rattling sound in the meter." This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) does not expect the return of the subject device(s).